Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review did not reveal any concentrate product shipped to this customer. A device history records review was not performed since the lot number was unknown and no information was found in the shipping search related to concentration products. There was no product malfunction reported.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A facility nurse reported a patient had been dialyzing using a fresenius 2008k2 hemodialysis machine for 20 minutes and became unresponsive and stopped breathing due to respiratory failure. The patient was approximately 20 minutes into treatment and became unresponsive and stopped breathing due to respiratory failure. The patient was a known hospice care patient with respiratory issues and had a do-not-resuscitate order, and as such was not resuscitated and expired at the clinic. The rn stated the clinic used fresenius combisets and supplied acid and bicarb concentrates, which were delivered via jugs. The rn stated the facility did not use fresenius dialyzers. The rn stated there was no allegation of any device malfunction, and stated the hemodialysis machine was evaluated by the facility biomed tech and cleared, and all products remain in service without issue. Per rn the associated products and packaging was discarded and was no longer available to be returned for evaluation.

Manufacturer narrative:
Conclusion: a temporal relationship exists between this elderly patient¿s unresponsive episode with reported respiratory failure and ultimate patient death and hd treatment with fresenius products. There is no documentation in the complaint file to support a causal association between fresenius products and the patient¿s death. Additionally, there have been no reported allegations of a fresenius product device malfunction causally associated to the patient event. The etiology of the patient¿s respiratory failure is unknown. However, the patient was reportedly in hospice care concomitantly with pre-existing respiratory issues. Additionally, the patient had a do not resuscitate order in place preventing resuscitative interventions at the time of the incident which is likely associated to the patient¿s ultimate death. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) 2017, this patient with end stage renal disease (esrd) on hemodialysis (hd) therapy began hd treatment at 6:37am central daylight time (cdt) and subsequently stopped breathing (reportedly from respiratory failure) and became unresponsive approximately 20 minutes into hd treatment (at 7:00am cdt). Hd treatment details prior to event were unknown. The etiology for the patient¿s respiratory failure was unknown. Reportedly, the patient was not resuscitated during the incident as the patient was on hospice services and had a do not resuscitate order in place. As a result, the patient subsequently expired during hd treatment. The nurse who reported the event stated no machine alarms occurred at the time of the incident. Additionally, the nurse reported (on (B)(6) 2017 during a follow up call), evaluation/testing of the k2 machine (after the event) by the biomedical technician at the user facility (unknown date) cleared the machine to be returned to service. There were no reports of any machine or other fresenius product repairs required in relation to the patient incident. Furthermore, the nurse reported there were no allegations of any fresenius device malfunction associated with the pt¿s death and all products remain in service without any reports of further issues.